Event description:
During follow-up, the device was found in back-up vvi mode. The issue was resolved by explanting and replacing the device. The patient was stable and experienced no adverse health consequences.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device had a power-on reset. The reset was not associated with low battery voltage or any high voltage event. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. The cause of the reported event could not be determined.